Event description:
(B)(4). It was reported that the patient experienced cardiac chest pain which required intervention. In (B)(6) 2008, the patient presented with positive stress test and was diagnosed with silent ischemia. Cardiac catheterization was recommended. The 70% stenosed, 6.00 x 2.50mm target lesion was located in the proximal right coronary artery (rca). The target lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent. Following post dilatation residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with cardiac chest pain and was hospitalized on the same day. The patient was referred for cardiac catheterization which revealed 80% stenosis in the proximal (rca). The stenosis was treated with balloon angioplasty and by placement of a 2.50 x 12 mm promus stent, resulting in 0% residual stenosis. The event was considered as resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented for the event with abnormal stress test and angina like symptoms. The site has confirmed that the patient did not experience any reportable event of myocardial infarction. The reported stenosis in the proximal right coronary artery was a de-novo lesion and was proximal to the previously placed study stent. It was decided the patient would be treated aggressively with medication. The core lab report notes a patent stent and 70% stenosis of the target lesion with no in stent restenosis or thrombosis.